Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient has urinary issues due to stimulation in the stomach. When the stimulation isn¿t in the stomach, she doesn¿t have as many issues. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that she was having some things and wanted to know if they were normal and if changes could be made to make it feel different. The patient reported that stimulation was covering the entire stomach and it was supposed to be in the back. The patient reported that she met with a manufacturer¿s representative (rep) on (B)(6) 2017 and gave her access to rate to get it out of the stomach. The patient reported that the rep said some people just have it in the stomach. The patient reported that she could change the rate from 30 to 65. The patient reported that she could do that and get it out of the stomach but then sometimes it hurt her back. The patient reported that if she turned the rate up she had to turn the ins down and then she couldn¿t get the pain under control. The patient reported that she sleeps on her left side and told them she wanted the device on the right. The patient reported that they put it in on the left. The patient reported that they did that because she was rig ht handed. The patient reported that she was wondering if that was why she was having the issues she was having because she was sleeping on her left side and the wires were healing in the wrong place. The patient also reported having diarrhea. The patient reported that the stimulation felt like she was wearing a belt. The patient reported that stimulation was supposed to be just for her back and legs. The patient reported that she had sciatica and lots of back issues. The patient reported that she couldn¿t get stimulation up past the incision. The patient reported that the pain was up past the incision but didn¿t know if could get it up past there. The patient reported that the pain was in the right back where the kidney would be. The patient also reported that the ins was tilted. The patient reported that certain programs were working for her and the rep knew which ones those were. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.